Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for loose IV shield with the incident lot was not observed. The photo shows the flashback needle without its IV shield which could have been removed. There is a 100% online inspection system for gap inspection between the IV & np shield. If there is any out of specification gap, it will be automatically rejected by the line. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported the bd vacutainer® flashback blood collection needle experienced i.v shields and/or protective cap comes off leaving needle exposed - clean needle stick/injury. This event occurred 5 times. The following information was provided by the initial reporter: translated to english. The customer stated "when opening the np shield, it was found that the IV shield was off."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® flashback blood collection needle experienced i.v shields and/or protective cap comes off leaving needle exposed - clean needle stick/injury. This event occurred 5 times. The following information was provided by the initial reporter: translated to english. The customer stated "when opening the np shield, it was found that the IV shield was off."